Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that his uncle did back to back blood glucose tests, within ten mins, using separate finger sticks. His results were 102, 140 and 300 mg/dl. On followup, rptr said that he did not attribute symptoms in the initial report regarding his uncle's dizziness and lightheadedness to his readings; he said his unlce has had headaches for some time. A control test result was in range. Since he had been using alcohol to clean meter, the lifescan rep trained on cleaning, and discussed checking color confirmation dot before placing strip into meter.